Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the fall had nothing to do with the failure to connect. It was due to the fact that the fall caused health problems which led the ins to discharge. Using the patient's recharger and controller, the rep was able to charge up to 30% and hen the rep was able to connect with the tablet. The problem was resolved and the patient was happy with coverage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there was a no device found screen on the controller. It was reported that the patient had a fall in (B)(6) 2018 and was unable to charge the ins since then. It was reported that the controller and tablet would not find the ins. The antenna locate feature was used and the user got 97 ¿ 98. The caller was instructed to perform 3 cycles in order to recharge normally. No symptoms or complications were reported.